Event description:
It was reported that the patient had their device explanted and wanted to know what to do with their programmer. It was noted that the patient had the device explanted because it ¿quit working¿. It was noted that the patient was going to the bathroom every 4-5 minutes and the device was making the patient sore. These issues started in the last couple months prior to the report. It was noted that the device was explanted about 2 weeks prior to the report. It was further reported that the device was explanted on (B)(6) 2014. The cause of the event was pain at the implantable neurostimulator (ins) and increased frequency. It was noted that the ins, lead, and extension were all explanted. It was noted that reprogramming was tried multiple times with refractory frequency. It was noted that the patient did not require hospitalization and they recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00gv4, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).